Event description:
End user allegedly had "2 meters that were not working properly". Users strips were testing very high. User was storing strips improperly. This report has an associated device in report #3005798905-2018-01628.